Event description:
A malfunction was reported on a pump by the customer, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support determined the malfunction code to be non-resettable and included the pump in a field correction, prompting a replacement. The customer, using multiple daily injections as backup therapy, did not have the most up-to-date software and was informed that the replacement pump would be equipped with it. Technical support guided the customer on setting the pump into storage mode and other necessary preparations, including returning the faulty pump to tandem within ten days to avoid charges. The customer was also advised about programming settings into the replacement pump and connecting their continuous glucose monitor, acknowledging all instructions provided.